Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient should have warmed to 37c but was still 35.8c. The water temperature was not heating in an arctic sun device. It was 23.7c. Flow rate (fr) was 2.3lpm. Device gave alert 113 (reduced water temperature control). Confirmed device was set to rewarm from 37c to 37c. Heater command (hc) 100 percentage. Water reservoir level (wrl) was 5. Walked nurse through draining excess water from the circulation tank. Water increased to >30c during call. Explained the water could get as high as 40c. Discussed risks associated with rapid rewarm and option to change rewarm from to current patient temperature (35.8c). Patient already had bair hugger in place.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. Since, the reported event was confirmed use-related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient should have warmed to 37c but was still 35.8c. The water temperature was not heating in an arctic sun device. It was 23.7c. Flow rate (fr) was 2.3lpm. Device gave alert 113 (reduced water temperature control). Confirmed device was set to rewarm from 37c to 37c. Heater command (hc) 100 percentage. Water reservoir level (wrl) was 5. Walked nurse through draining excess water from the circulation tank. Water increased to greater-than 30c during call. Explained the water could get as high as 40c. Discussed risks associated with rapid rewarm and option to change rewarm from to current patient temperature (35.8c). Patient already had bair hugger in place.

Event description:
It was reported that the patient should have warmed to 37c but was still 35.8c. The water temperature was not heating in an arctic sun device. It was 23.7c. Flow rate (fr) was 2.3lpm. Device gave alert 113 (reduced water temperature control). Confirmed device was set to rewarm from 37c to 37c. Heater command (hc) 100 percentage. Water reservoir level (wrl) was 5. Walked nurse through draining excess water from the circulation tank. Water increased to >30c during call. Explained the water could get as high as 40c. Discussed risks associated with rapid rewarm and option to change rewarm from to current patient temperature (35.8c). Patient already had bair hugger in place.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.